Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jun-2019 with the following findings: a review of the black box showed no evidence of the basal program changing. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump was exercised for 24 hours at 1 unit per hour, and the total daily dose for 24 hours showed 24 basal units were delivered. The pump was left without power for 6 hours. When the pump powered on it had maintained the basal program. The pump did not change the basal settings during testing. The alleged history/settings issue was not able to be completed during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that after rebooting the pump to change the battery, the pump died and wiped out the basal program and the patient had to reset it. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.